Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The cgm was reading 195 mg/dl. The patient could not stand up, walk, talk, or properly use the phone. An ambulance was called by her neighbors. A bg was checked by the paramedics which was 40 mg/dl. The patient was taken to the hospital and admitted. She was treated with glucose and apple juice. At the time of the report she was doing fine but still in the hospital. The readings remained inaccurate one day and two days after the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.